Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly after a period of time following the implantation the patient began experiencing discomfort in the area of her device and metal ion testing was performed and measured elevated levels of cobalt (13.4 ug/l) in patient's blood. It is further alleged that based upon these findings and patient's symptoms the patient underwent revision surgery and that during the revision the surgeon "dislodged the femoral head...and saw evidence of trunnionosis".